Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed to have a refresher course. Patient said they were going for an MRI tomorrow at 12:30pm and wanted to know if they could have an MRI of their spine. Agent reviewed MRI guidelines with the patient. Patient then said they had tremors in their hands and they were stammering a lot. Patient mentioned they had seizures in the past and had 12 mini strokes and thought they might be having another stroke. Patient did a complete physical workup including EKG, sugar test, urine test, and CT scan and patient passed everything. Patient was told they couldn't find a problem to admit the patient to the hospital. Patient also mentioned they just had surgery 4 months ago and they were trying to get back on their feet. Patient had a revision surgery because their left leg was swollen and they had to hobble around for 3 months with the left leg doing all the work. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller also mentioned that about a month ago they started wetting the bed while they were in a nursing home. The caller stated that they had adjusted the stimulation up to see if the higher level of stimulation would help their symptoms. Patient services reviewed when adjusting stim, it should be comfortable. Agent was having it issues when the caller disconnected. Patient services attempted to call the patient back, but had to leave a voicemail. Additional information was received from the healthcare provider (hcp) on 2024-nov-14. The hcp reported that the cause of the swollen leg was unknown as well as the onset. The hcp also stated that if these were new symptoms (stroke, mini stroke, seizure), there was no information in the patient's chart. The hcp also stated the patient was at the doctor's office yesterday and they did not mention anything about a stroke, mini stroke, or seizure. The patient's urologist was not aware of any mention of stroke, mini strokes, or seizures.